Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted: the trocar balloon was cut. The locking collar, valve seal, valve doors and obturator appeared intact. The inflation syringe was not received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the cut balloon may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic assisted distal gastrectomy procedure, the first device did not inflate, they used an other device but the second balloon inflates only in one direction. The surgeon used another device to resolve the issue in order to complete the case. A total of three products was used in one operation, two of which was confirmed as the worst. There was no patient injury.